Manufacturer narrative:
Product event summary: analysis was not able to replicate the reported event; able to interrogate wirelessly and with known good rf (radio frequency) head with no issues, however, the programmer failed antennas connected test. Rft (radio frequency transceiver) found out of electrical specification. Analysis also found the system fan was noisy.

Event description:
It was reported the programmer will initiate telemetry with various devices whether wireless or wired, through a header, but will not maintain telemetry to allow interface with any type of device. More than one header was tried without success. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).